Event description:
In 2006, nellcor puritan bennett received a report where it was claimed that the device is cracking at the flange. The caller reported that the tube either cracked or separated at the flange of the tube. The caller reported that the bute was replaced. The caller did not have any more details related to this report.